Manufacturer narrative:
The field service engineer (fse) inspected the instrument and found broken tubes in the washing station (rinse unit). The fse replaced the broken tubes as well as the sample and reagent needles. The fse then performed control mechanisms, cuvette blanks, calibration, and checks with acceptable results. Following the fse intervention, no further issue was observed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of a questionable glucose assay result for a patient sample tested on a cobas c 501 module. It was reported that the initial result was 18 mmol/l and during the repeat run, normal results were generated (no actual results were provided).

Manufacturer narrative:
The reagent lot number was requested but it was not provided. The investigation is ongoing.